Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing high blood glucose level 402 mg/dl. Customer stated that insulin pump was under delivering. Insulin pump was on auto mode. Insulin pump will not be returned for analysis.